Event description:
Patient reported they provided a letter from their dentist that states that the use of the byte aligners has led to severe bone loss and movement of their teeth. Their dentist noted that their periodontal health has been severely impacted and they are at risk of losing a tooth due to the damage cause by the aligners. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. The patient reported that their teeth and oral health declined since original reporting. They stated that their teeth have moved sideways and loosened. They have severe misalignment.

Manufacturer narrative:
Additional FDA coding being added after additional information received for this event. Adding additional health effect: clinical code 4831. This is a follow up report to add this additional code.